Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted product will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.